Manufacturer narrative:
G2: the country of the event is gb. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider and a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that they had a patient who required an MRI scan. They recently did an impedance check and found that one of the contacts was high. Her device does; however, switch to MRI mode for head only. Their question was if she could still get the MRI since the device puts itself into MRI mode or if they would have to cancel since they know an impedance is out of range. Technical services responded that the scan may still be performed. The contributing factors and diagnostics/troubleshooting were not known at the time of the report. The issue was not resolved at the time of the report. The patient was alive with no injury at the time of the report.